Manufacturer narrative:
Pump was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed the increase in power consumption and high watt alarms. Analysis of the explanted pump by the site revealed the presence of thrombus within the pump. In addition, abrasion marks were noted on housing and rotor. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) via (B)(6) report that the patient came in the outpatient clinic for routine examinations. System parameters, clinical outcome, and lab results were unremarkable. On the basis of an acoustic analysis a pump, thrombosis was detected. On (B)(6) 2015, the patient was hospitalized and started a lysis therapy. On (B)(6) 2015 the hemolysis parameters rapidly increased, so that a pump exchange was performed. Log-files were sent to manufacturer for analysis. No further information available at this time.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The examination by the customer of the explanted pump showed a thrombus that completely changed the blood flow channel of the pump, as well as grinding marks on the rotor. High watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The submission of this report or related information to the FDA, and its release by FDA, does the company is seeking this information through the event investigation.